Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported from the intensive care unit that the tubing set comes unscrewed from connection before usage. Although requested, additional information was not provided.

Manufacturer narrative:
The customer¿s report that the tubing set comes unscrewed from connection was confirmed. No anomalies were observed on the set during visual inspection. To prepare the sets for functional testing the received primary set male luer was disconnected from the maxzero valve. It appeared that both ends of the mating components appeared dry. The mz1000-07 was then reconnected to the 2426-0007 in the same manner observed in the video recording that was submitted by the customer. The male luer was then observed slowly becoming unscrewed from the mz1000-07 in the same manner as shown in the recording. Functional testing showed no anomalies. The root cause was due to the manual connection between the mated components not being fully secure.

Event description:
It was reported from the intensive care unit that the tubing set comes unscrewed from connection before usage. Although requested, additional information was not provided.